Event description:
It was reported that the pt was no longer able to hear with his device. Exchange of external parts did not enhance the situation. If he lifts the coil, he hears sweeping and scratching noises. Testing showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.